Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. It is unclear when the patient received the device, or when the reaction occurred or resolved. However, it is noted that the patient first used the device "3-22" (it is unclear if this is the day or the year) the device was worn for a few hours and the patient experienced hives, itchy eyes, and "swelling in the throat." Also noted is a history of an allergy to latex. With regard to the device, the provider was sent a label to return the device for evaluation.

Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. (Please see attached coa) lot#epro4-11929210 (erkoloc-pro) was manufactured from august 3, 2022 and was assigned an expiration of august 2025. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, noted patient has a history of an allergy to latex. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry."

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. Update: the patient first used the device (B)(6) 2023 and used the same evening. The reaction occurred at 2200 hrs on (B)(6) 2023 and the patient discontinued at 2300 hrs. The reaction resolved within 3-6 hours. The patient experienced hives, itchy eyes, and "swelling in the throat," that required treatment with an antihistamine and an unknown allergy medication. Also noted is a history of an allergy to latex. The patient current condition is noted as "stable." With regards to the device: the device was washed with warm water prior to delivery. The patient noted the device was "barley used" and it was returned to the office the next day.